Event description:
Our rep states that a surgeon reported to him that during arthroscopic shoulder repairs, 5 cases dates unspecified, metal shavings emanating from drill guides were observed falling into patients' joint spaces. In each of the surgeries, all of the debris was removed and the procedures were completed successfully without further incident or harm to the patients. Also see associated mdrs 1221934-2008-00066, 1221934-2008-00067, 1221934-2008-00069 and 1221934-2008-00070.

Manufacturer narrative:
We believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off of the drill guide. At this time, there has been some design changes proposed to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.